Event description:
Healthcare professional reported "rupture" against left device. The device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, opening, white particles on the surface of the shell, crease fold. A microscopic analysis was performed which identify a striated edge opening. And also identify an opening crease sharp in the posterior side, stress marks based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. A striated edge opening on radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d2, d4,d6b, g4, h4, h6.

Event description:
Healthcare professional reported rupture against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.